Event description:
It was reported that the patient experienced mechanical problems with this inflatable penile prosthesis (ipp) and a surgery was scheduled. During surgery, it was found a fluid leak in the device, but it was also identified a stricture, bloody urine and infection. Due to this, the procedure was cancelled and a new surgery will be performed once the infection is over. There were no additional patient complications reported.

Event description:
It was reported that the patient experienced mechanical problems with this inflatable penile prosthesis (ipp) and a surgery was scheduled. During surgery, it was found a fluid leak in the device, but it was also identified a stricture, bloody urine and infection. Due to this, the procedure was cancelled and a new surgery will be performed once the infection is over. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.